Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack.

Event description:
It was reported from (B)(6) that the batteries seemed to pass from port 2 to port 1. This seemed to be a self-switch in power sources. There were no consequences to the patient. The pump remains implanted. It was reported that the batteries will be returned; however, it has not been received for evaluation as of the date of transmission of this report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event is currently under a company directed corrective action investigation. Our risk assessment for this issue also remains unchanged at this time. Complaints will continue to be closely monitored to ensure that the system functions as intended and to assess the effectiveness of the company directed corrective action. A supplemental report will be submitted when the manufacturer's investigation has been completed